Manufacturer narrative:
(B)(4). The device was received for evaluation with approximately 82ml of fluid in the bladder. Upon receipt, flow was visually observed at the distal luer. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The fluid was drained from the bladder, and the device was refilled. Functional flow rate testing determined that the device had a flow rate within specification. The reported condition was not confirmed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred during (B)(6) 2014. The device was manufactured march 6, 2012 - march 7, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This occurred during infusion of fluorouracil. The reporter stated that after the calculated infusion time, there was still ¿some solution¿ in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.